Manufacturer narrative:
The product was not returned for analysis. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal temperature controller instrument, but the information could not be obtained to confirm cleaning and water usage protocol are in accordance with the operator¿s manual which specifically recommends the use of de-ionized water.

Event description:
Medtronic received information that during use the bio cal temperature controller instrument alarmed for a heater circuit/system fault error. Use of the instrument was continued with no resulting adverse patient effect. The instrument has reached end of life and is no longer maintained or serviced. Medtronic service provided with customer with the end of life letter. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.